Event description:
The patella was not resurfaced during the original surgery, and the pt had recurring pain. Pain increased significantly a month before surgery and was the reason for surgrey. Upon opening the knee, the surgeon noticied a piece of poly in the joint, and when he investigated further found a "defect" on the tibial component. He then revised it by sawing the plate from the stem and cementing another all-poly tibia.